Event description:
It was reported that the footprint anchor was not secured in the bone and was removed from the patient during a rotator cuff repair procedure. An additional one hole was drilled, and the procedure was completed using a backup device. A delay of less than 30 minutes was reported. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time.